Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mdk379, batch mdk374. Additional device reported under mw 2210968-2019-81494.

Event description:
It was reported that the patient underwent a hemicolectomy procedure on (B)(6) 2019 and suture was used. The needle broke during use. The needle pieces were removed from the patient. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). Additional: it was received for analysis an empty opened box and unopened samples of product code z1924, lot mdk379. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were as expected; also, the tip and body of the needles were examined no defects or needle breakage were observed. The sutures were dispensed without problems and examined along of the strand and no defect were observed. Also, the samples were tested by resistance test to needle and the needles met the requirements. Per the condition of the representative samples, no breakage needle were found on the samples. It was reported needle breakage. Suture needle labeled as (B)(4) was returned for evaluation. A fracture was observed at the suture attachment sample a. One side of sample a was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. Manufacturing record evaluation was reviewed for the following possible batch number and and no non-conformances related to the reported complaint condition were identified. Batch mdk379; expiration date: 03/31/2023. Date of mfg.: 04/24/2018. The following additional information was received: 2 needles were involved. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Request for clarification of lot and product code involved in the event. Lot mdk379 aligns with reported product code z1924. Lot mdk374 aligns with product code pdp1923. Please clarify if lot mdk374, product code pdp1923 was involved in this event. Note: evaluation of sample b reported via 2210968-2019-81494.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: request for clarification of lot and product code involved in event. Lot mdk379 aligns with reported product code z1924. Lot mdk374 aligns with product code pdp1923. Please clarify if lot mdk374, product code pdp1923 was involved in this event. Involved was only the reported product code z1924.